Manufacturer narrative:
(B)(4). Evaluation - investigational testing was undertaken for this issue, as sufficient information was available to address the complaint. A comprehensive review of manufacturing data, in process and final release test data did not identify any issues that could impact the performance of architect total b-hcg reagents manufactured to date and indicated that all specifications were met prior to release. Additionally the reagent ha been used successfully as reference material used to test all architect total b-hcg codes undergoing stability testing has demonstrated acceptable performance. As part of the investigation a review of the manufacturing and testing documentation was performed. During our investigation the control and panel values obtained during final and product release testing were reviewed for architect total b-hcg reagent kit, list number 7k78-20 lot number 76914jn00. The review demonstrated that all control and panel values were within specification and no adverse trends were observed. Additionally the performance of all the architect total b-hcg reagents manufactured to date was analysed using statistical process control (spc). The spc analysis of the final release test data for a reagent lots manufactured to date indicated lots are performing within the upper and lower specification limits and established control and panel limits. A comprehensive review of manufacturing data, in process and final release test data did not identify any issues that could impact the performance of the architect total b-hcg reagents manufactured to date. We note from a review of the instrument data provided that the architect total b-hcg reagents were being used with expired calibrators and control kits. The architect b-hcg reagent kit, list number 7k78-20 lot number 76914jn00 was expired on 28 may 09 using expired calibrator kit (architect total b-hcg calibrator kit , list number 7k78-01 lot number 67404jn00-expiry 11 apr 09. Correspondence with the customer support service indicated that the patient sample in question contained interfering substances. From the investigation performed it can be concluded that no product deficiency has been identified for the architect total b-hcg assay, with respect to the customers observation and the investigation demonstrated that safety effectiveness and label claims were met.

Event description:
The account stated the architect b-hcg reagent has generated false positive results on a patient suspecting of having an extra uterine pregnancy. This patient was analyzed for 2 weeks and the results were always between 100 and 160 u/l. The sample was also tested in two different hospitals by a different methodology and the results were both negative <1 u/l. There was no medication or treatment given to this patient due to the false positive b-hcg results. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4) (B) (4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer reported, there was a problem with the rotor card. No patient injury was reported.